Event description:
It was reported that the programmer generated an error. Follow-up determined that the programmer was able to boot normally, but at routine check the error was found in the logs. The programmer was sent for service. There was no indication of any patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error. Analysis also found a broken tab on the power cord bay door, the upper hinge plate was scratched, that the tip on the stylus touch pen was loose, so it was replaced and calibrated with the associated overlay screen. The programmer also failed the driven lead and wrist electrode tests due to a loose electrocardiogram connector and therefore the link electronic module board was replaced and calibrated. Product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).